Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a bios password login issue. A technical support specialist (tss) rebooted the med application, logged in as admin, and allowed the operating system update to install successfully. After rebooting and launching the med application, the software update icon no longer appeared. The customer reported that the hit firewall issue had prevented the station firmware update from completing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es displayed a blue screen asking for the password and showed the bios password screen. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.